Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's son states mom was stuck in chair for 3 hours. Alleges green light is on the hand control and the back of the chair still works. Alleges the leg portion is stuck up and the chair was stuck up in the upright position.

Manufacturer narrative:
The device was returned and evaluated. The left side motor port was broken and caused a bad connection with the motor.

Event description:
Consumer's son states mom was stuck in chair for 3 hours. Alleges green light is on the hand control and the back of the chair still works. Alleges the leg portion is stuck up and the chair was stuck up in the upright position.